Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, a specific value was not provided. Customer then administered insulin; however they over-corrected resulting in a low bg value between 50-60 (mg/dl). Low bg was treated by consuming juice and fruit chews. Customer reported bgs stabilized to target range. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
.